Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A medtronic representative performed a navigation system check-out. Issue could be recreated, probe showed navigation accuracy at the surface, yet the scope showed it approximately 2.5 centimeters deeper than it actually was. The medtronic representative also tested out this navigation system with another same brand microscope with no navigation issues with either the scope or probe. Software investigation has not been completed. No further issues have been reported.

Event description:
A site biomed representative reported that, while in a cranial tumor resection procedure, the microscope showed 3 centimeters inaccurate. The microscope was showing 3 centimeters further down the trajectory than where they were actually navigating, accuracy returned each time after approximately 5 minutes. Site was able to check accuracy using the scope probe and continued with the procedure while periodically checking with the probe. In trouble-shooting, checked all hardware components and re-seated connections. Tracking showed green status and no flickering. Checked that the correct microscope was added to the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to re-calibrate the microscope and test the navigation equipment. The hardware, software, and instruments passed the system checkout. After re-calibration, the navigation system was found to be fully functional and accurate. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was that the microscope tracker was inadvertently moved since re-calibration resolved the issue.